Event description:
Transient ischemic attack 90 min post-procedure. Most likely cause is the pressure wire in the left ventricle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).